Event description:
It was reported during a trial procedure, diagnostic testing showed the pt had bilateral coverage from the leads. While in recovery, it was determined the pt was only getting coverage on the left side. The pt was taken back into surgery. The physician opted to replace the lead. Follow-up info stated the pt had effective stimulation coverage after the lead was replaced.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.